Event description:
A journal article was reviewed that contained information regarding this lead. A pediatric patient presented due to hearing the patient alert for high impedance. The lead had an apparent lead fracture. However, a correlation could not be made with unique lead/serial numbers. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. Further follow-up did not yield any additional relevant information regarding this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "survival of transvenous ICD leads in young patients." Pace pacing clin. Electrophysiol. February 1 ;33(2):186-191.